Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced low blood glucose during school recess while using the ilet system, with use interrupted for sports and activity, and received education on preventing lows during football, practice, and recess. Symptoms included hypoglycemia with a recorded glucose of 65 mg/dl without loss of consciousness or other acute effects. Outcomes included treatment with oral carbohydrate administered by the school nurse and no other medical intervention or hospitalization. Investigation included complaint handling and user education regarding activity-related glucose management. Investigation of this case revealed an event consistent with hypoglycemia of unclear cause during exercise, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.